Event description:
It was reported that the patient's epicardial leads showed high thresholds and were unable to capture. The thresholds had been rising since implant. The leads were partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2014. A 6947m62 lead implanted: (B)(6) 2014. A 407652 lead: implanted: (B)(6) 2014. (B)(4).